Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate and that a minimum fill notification occurred after the user filled the cartridge with 225 units of insulin during the load sequence. Customer loaded a new cartridge to resolve the issues. It was reported that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy. There was no reported adverse effect to the customer's blood glucose level.